Manufacturer narrative:
(B)(4). If explanted, give date: na; there is no indication at the time of this report that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics were on the optic during delivery of a pcb00 intraocular lens (iol) into the eye. It took couple of minutes to unfold fully. The lens remained implanted into the eye. There were no injuries or complications to patient.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation as it remains implanted. The complaint could not be verified. Manufacturing record review and related document revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are visually inspected and any defects on the lenses that do not meet specifications are rejected. Manufacturing process inspections are performed to ensure proper assembly of pushrod and plunger. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.